Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. Photo analysis: this is an analysis of two photos submitted to for evaluation. During the visual analysis, the following was observed: the first photo shows a linear cutter 75 device from the top view with a reload loaded and some drivers appear to be up. The second photo shows a portion of the device with a reload loaded and some staple legs can be seen protruding. Please should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported the during an unknown procedure, after opening the device which is preloaded and during firing the knife stopped in the middle of the firing process. There were no patient consequences.